Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit only makes a sound at start up but fails to alarm at the completion of any process.¿ the unit was triaged and the customer¿s reported condition was confirmed, the cause being the printed circuit board. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 01/29/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit only makes a sound at start up but fails to alarm at the completion of any process.